Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating a faulty reservoir. The customer's blood glucose reading was 179 mg/dl. The customer stated that when she gave a bolus, it alarmed no delivery alarm. The customer stated that she gave a manual injection. However, the customer stated that she gave too much and ended up with low readings. The customer stated that she changed the infusion set yesterday and has not received the alarm. The customer also stated that she still had high blood glucose readings for some time and troubleshooted with a medtronic representative. The customer did not want to return the set and reservoir for analysis. The customer was not able to troubleshoot during the time of call.